Manufacturer narrative:
The preliminary root cause analysis indicated that event appeared to be related to an electronic circuit board hardware issue that was reproduced by (B)(4) in the lab after component was returned for assessment. The electronic board component was shipped to the OEM MFR for further eval. Despite exhaustive testing, the failure could not be reproduced. (B)(4).

Event description:
The surgeon reports performing bilateral lasik surgery on (B)(6) 2010 with the technolas excimer workstation. At the pt's 2nd postoperative visit (approx 2 months postoperatively) the pt's manifest refraction revealed that the pt had significant induced astigmatism with od>os, although the bcva was not significantly impacted. The pt's preoperative bcva od was 20/20 with mr of -1.50 -0.05 x 005. Postoperatively the pt's bcva od was 20/20-2 with mr plano + 3.00 x 109. The pt's preoperative bcva os was 20/20 with mr of -1.50 -0.75 x 180. Postoperatively, the pt's bcva os was 20/25+2 with mr +1.00 + 1.75 x 107.